Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later as a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. The pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. Under microscope observation, contamination (bodily fluid) was found within the ms pump, so the functional test was not performed. No leaks were identified. Based on the information available and analysis results, the reported device allegations were not confirmed. D4. Concomitant product UDI for reservoir is (B)(4) and for cylinders (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. As a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. The pump was explanted and replaced. No patient complications reported.